Event description:
Additional information received indicated that the patient had their leads replaced on (B)(6) 2012. If additional information becomes available, a follow-up report will be sent. Originally reported in MFR. Report # 3004209178-2012-05861. Reference given MFR report for subsequent device events.

Event description:
Additional information received indicated that the patient had the implantable neurostimulator replaced. The patient's outcome was unknown as of the date of this report.

Event description:
It was reported that high impedances were measured on the patient's implantable neurostimulator (ins). Specifically, readings of >4000 ohms were seen on electrodes #0, 1, and 2. It was also reported the lead was fractured. There were no known events or trauma associated with the onset of these findings. The patient did experience a loss of therapeutic effect. The company representative attempted to reprogram the patient but ended up with the stimulation in the wrong location. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: lead: model 3093-33, lot# v635827, implanted: (B)(6) 2011, explanted: unk. Programmer: model 3037, serial# (B)(4). (B)(4).